Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer¿s another blood glucose level was 302 mg/dl. The customer¿s high blood glucose level was treated with insulin pump. The troubleshooting was offered for high blood glucose level and low blood glucose. The insulin pump will not be returned for analysis.